Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus japan for evaluation. During the evaluation the reported issue was confirmed, the sheath was broken at the joint between the funnel and the sheath. It is suspected that the joint may have been damaged due to some bending load applied during handling. The user facility reported that the procedure was completed using a different device of the same mode. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that while preparing for a procedure it was noticed that the base of the sheath of the device extended like a spring and could not be inserted. No patient harm was reported. The procedure was completed successfully. No additional information was provided.